Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system separator 8 (sep8). During the procedure, the physician had difficulty advancing the sep8 through an indigo system aspiration catheter 8 (cat8) and the sep8 was removed. The procedure was completed using a new sep8 with the same cat8. There was no report of an adverse effect to the patient.